Manufacturer narrative:
The bur subject to this investigation was not available for investigation, it was discarded. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total shoulder procedure, the bur broke. It was also reported that the broken piece was removed from the surgical site using a haemostat. It was further reported that the surgeon has not concerns about any pieces being left behind in the pt and the procedure was completed successfully.